Event description:
A medtronic representative reported a 5.5mm tap (cannulated) that was damaged in sterile processing. There was bone backed-up in the tap cannula that the site tried to clean out with a guide wire. The guide wire snapped off inside the tap. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement 5.5 tap shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds a guide wire has been broken off inside the tap. The wire extends from one end of the instrument to the other. The device is occluded, and this physical damage directly caused the event.